Event description:
It was reported that pump battery did not charge even when customer used tandem charging cable, wall adapter, and alternate cables and adapters, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete and return pump using prepaid label, and was provided a replacement pump after contact with technical support.